Event description:
An authorized third party service provider (asp) contacted ventec to report that the device they were evaluating was unable to maintain fio2 (fraction of inspired oxygen) levels and displaying an an alarm indicating higher peep (positive end expiratory pressure) than set. There were no reports of patient involvement associated with the reported event.

Manufacturer narrative:
The device was not returned to ventec for evaluation. The device was evaluated by an authorized service provider (asp) where the reported issues of it being unable to maintain fio2 levels and displaying an alarm indicating higher peep (positive end expiratory pressure) than set was confirmed. The asp replaced the internal flow transducer to resolve the reported issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined that cause of the reported issues was the ift.